Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation and cracks/microchannel issues. The following information was provided by the initial reporter: material #: 10015012, batch/ lot #: unknown. We had a customer call with new tubing events involving their buretrol IV set with an inline 0.2 micron filter. Examples of issues include the buretrol cracking and a tubing separation in the pump.

Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The sample received did not have the spike on the infusion set and therefore could not primed and tested as it was intended to be used. Inspection of the location at which the spike should have been located did not show signs of solvent and the tubing looked to be cut at that location. The spike missing or separating from the infusion set was not reported and therefore it can not be concluded that the spike was cut away or separated from the infusion set prior to us receiving the sample. Further evaluation of the infusion set showed a large kink at the union between the outlet of the drip chamber and the tubing. We were able to fill the buretrol container with water through the smartsite assembly of the infusion set on top of the buretrol cylinder. Fluid flow was checked through the kink in the tubing, and was verified that the kink did not cause a complete blockage of the infusion set. Accuracy of the fluid flow could not be conducted because the infusion set could not be used as intended due to the missing spike, however the buretrol container was filled with 50 mls of water through the smartsite. A simluated infusion was conducted to dispense 30 ml of water into a graduated cylinder at a rate of 300 ml/hr and the quantity dispensed was 30 ml in 10 minutes, indicating the kink did not cause a reduction in the delivery of fluid. No damage or cracks on the buretrol, no leakage from the infusion set, no air-in-line or other defects were identified or observed. A device history record review could not be performed on model 10015012 because a lot number was not provided by the customer. The root cause of the reported component failure could not be determined because the buretrol container was not cracked and the failure was not verified.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp mc .2mf 2ss dehp-free experienced component separation and cracks/microchannel issues. The following information was provided by the initial reporter: material #: 10015012, batch/ lot #: unknown. We had a customer call with new tubing events involving their buretrol IV set with an inline 0.2 micron filter. Examples of issues include the buretrol cracking and a tubing separation in the pump.